Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection, worn clutch halves were identified. Clutch halves were worn out from normal use. The pump is over 6 years old and in need of maintenance. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.